Event description:
It was reported that the right atrial (ra) lead's capture threshold was high, but due to the patient's co-morbidities, the physician decided to leave the right atrial lead implanted. There were no patient consequences.